Event description:
Surgeon reported that the eagle screw heads were prominent on follow up x-rays (backed out). Surgeon is not taking any action at this time. As events of this nature can result in the need for surgical intervention.